Manufacturer narrative:
It was reported that, during total hip replacement, the tip of two (2) polarstem modular heads for 21000662 broke when the head was impacted. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem. The complaint devices, used in treatment, were not returned for investigation hence the reported issue could not be confirmed. A complaint history review was performed. The production documentation could not be reviewed since the lot number was not provided. The failure mode and the severity are covered through the corresponding risk management file. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary. The medical investigation was performed. The material composition is ppsu, containing barium sulfate as a contrast agent. The impactor is not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A relationship between the reported event and the device cannot be confirmed. Based on the performed investigations and the available information, the reported failure mode could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary. Should additional information become available, the investigation will be reassessed. This version of the device will be monitored for similar issues. This investigation is considered closed.

Event description:
It was reported that, during total hip replacement, the tip of two (2) polarstem modular heads for 21000662 broke when the head was impacted. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.